Manufacturer narrative:
The complainant requested to return broken screwdriver assemblies to the company. Additional information was requested by the company. The complainant responded stating that the damage occured when the surgeon was locking the screw. There was no harm done to the patient, and there were no other complications. The devices (2) were inspected and it was confirmed that there was damage to the threads on the distal tip of the driver assemblies. The visual inspection identified signs of frequent use. A DHR review was performed and there were no manufacturing anomalies identified. The damage to the threads could have been caused by over torquing the handle attached to the driver.

Event description:
The complainant requested to return broken screwdriver assemblies to the company. Additional information was requested by the company. The complainant responded stating that the damage occured when the surgeon was locking the screw. There was no harm done to the patient, and there were no other complications.